Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited competitive atrial pacing (cap) resulting in patient arrhythmia. Programming changes were made. The patient was stable.